Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of 730 mg/dl. The customer was in the hospital for 4 days. The customer was treated with manual injection. The customer did not have time to talk because his nerves were all over the place. The insulin pump will not be returned for analysis.